Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va0mfkl, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported after multiple erosions at the scalp, the doctor decided to explant the system. It was noted the system was washed out on 2017-10-24 and 2017-09-26. The issue was resolved at the time of the report. No further complications were anticipated as a result of this event.